Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, opening crack, wear abrasion, brown particles inside of the fill channel, crease flat, delamination. Leak test was performed and found opening on anterior and opening crack on diaphragm valve delamination. A microscopic analysis was performed which identify opening crack, delamination and opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: delamination of the diaphragm valve. A striate opening on posterior assessed as surgical damage like. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.